Event description:
The customer contacted stryker to report that their device's charge and shock button do not work. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A stryker field service representative evaluated the devie and could not duplicate the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.